Manufacturer narrative:
The reported issue that a significant amount of air was past the pump and down the tubing could not be confirmed . The log analysis did find that the pump module had detected ail and alarmed at 12:19pm on (B)(6) 2018. The recorded ail alarm event occurred around the time noted on the tag attached to the pcu that indicated the date (B)(6) 2018 and time 1200 with the problem noted as possible malfunction in pump allowing air to flow past pump. Testing and inspection of the pump module found no existing malfunctions and the ail assembly to be detecting ail within specifications. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported a significant amount of air past the pump down the tubing. A yellow tag received with the device noted the following: "possible malfunction in pump allowing air to flow past pump." There was no patient harm.